Event description:
It was reported that the patient had a hematoma after an implant procedure. The physician had to remove the lead and ipg. It was noted that the hematoma was not device related. The patient was doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).